Event description:
Blood glucose reading were reading incorrect. From date of event on the readings on the machine (used multiple machines to check) of approx 167, when actual were low below 50. Strip reading high, contacted MFR, they sent new strips and machine. Problem corrected. Test up to 5 times a day. Using one touch strips 10 plus years.